Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl but already performed a correction with the insulin pump. Customer other blood glucose value was 308 mg/dl. The customer was assisted with troubleshooting. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 400 mg/dl and sensor glucose was 44 mg/dl and 70 mg/dl at the time of the event, the difference was outside the acceptable range. The sensor will not be returned for analysis.